Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "fretting and crevice corrosion may occur at interfaces between components." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-01013 /-07451 /-07453).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported patient was revised on (B)(6) 2013 due to patient allegations of pain, dysfunction, loss of range of motion, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility and elevated metal ion levels. Legal document further alleges the presence of pain and fluid during the revision surgery. Review of the revision invoice history indicates that the modular head was removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Operative report noted patient underwent a right hip revision on (B)(6) 2013 due to pain. Revision operative report noted the presence of clear joint fluid and corrosion at the trunnion. The modular head, taper adapter and acetabular cup were removed and replaced with a competitor¿s acetabular system and a biomet head.